Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed that the patient was inappropriately shocked due to incorrect interpretation of signal of their implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was stable.

Manufacturer narrative:
Further information was requested but not provided.